Event description:
It was reported the pt developed an infection at the ipg site following a surgery to relocate the ipg to a new pocket site, see MFR report # 1627487-2014-12065. The physician explanted the ipg. The pt was given IV antibiotics. Cultures were taken at the time of the explant and the culture results were negative. Note the physician elected to explant the pt's two model # 3166 leads during the procedure.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.